Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that indwelling urinary catheter bag failed. Nurse went to empty urine from catheter bag and no urine flowed from spout after manipulation of catheter decision made to exchange bag upon further inspection, the bag was adhered to the outlet spout preventing any urine from being removed from the bag. The staff were able to remove the clamp and rubber hose from the outlet with no luck of removing the urine or pulling the bag away from the outlet without compromising the bag. Bard catheter sequestered and emptied. Currently on 7 to 1 with unit col catheter placed on np15 prior to transfer to ICU, so unable to get lot number.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1 urine meter drainage bag with an inlet tube and sample port connector. Filled the bag with distilled water and it was evidenced that around the nipple the water was not accumulating. The clamp was opened to empty the bag, and it was evidenced slow flow and at the end of emptying the bag some water would not come out of the bag unless the nipple/bag was manipulated. The bag was cut around the nipple and it was found the back side of the bag (white vinyl) was partially stuck to the nipple. The returned sample does not meet specification as per inspection procedure which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed." Based on the investigation results, no actions could be taken at this time since a root cause was not identified. No DHR could be performed as the lot number was not available. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that indwelling urinary catheter bag failed. Nurse went to empty urine from catheter bag and no urine flowed from spout after manipulation of catheter decision made to exchange bag upon further inspection, the bag was adhered to the outlet spout preventing any urine from being removed from the bag. The staff were able to remove the clamp and rubber hose from the outlet with no luck of removing the urine or pulling the bag away from the outlet without compromising the bag. Bard catheter sequestered and emptied. Currently on 7 to 1 with unit col catheter placed on np15 prior to transfer to ICU, so unable to get lot number.